Manufacturer narrative:
Per data log analysis, the issue reportedly occurred on (B)(6) 2019, but the log indicates the issue likely occurred on (B)(6) 2019. When the central control monitor (ccm) decides to display "system computer needs service," the ccm will make a copy of the system log (saved system log). The last entries in the saved system log occurred on (B)(6) 2019. The system was used on (B)(6) 2019. The system does not appear to have been powered up on (B)(6) 2019 when the issue was reported to have occurred. The log shows the perfusion screen was exited at 08:29:07 am. The log shows "normal shutdown commanded" at 08:29:55 am. This was enough time for the user to shutdown the ccm, but there is no way to tell from the log if that occurred. There are no events logged in the saved system log to indicate what caused the issue.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the unit displayed a "system computer needs service" message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) replaced the printed circuit interface (pci) cable assembly but the issue remained. He installed a new central control monitor (ccm). The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the central control monitor (ccm) to perform as expected in both ambient and cold temperatures. All connections on the ccm were inspected and no anomalies were noted.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. The service repair technician (srt) was unable to duplicate the reported complaint. He rebooted the central control monitor (ccm) and saw no 'system computer needs service' message, the ccm performed as expected. He cleaned the card edge connectors with isopropyl alcohol as a precaution. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.